Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the menu button on the infusion device is defective. The menu button started to work after making "verifications," but pt had to press it much more than the other buttons. Correct type of battery was used in the infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.